Event description:
A materials specialist reported poor vacuum during the irrigation/aspiration step in a cataract with iol (intraocular lens) implant procedure. A significant surgical delay was reported but the exact length of delay has not yet been identified. There was no harm to the pt. Additional info has been requested.

Manufacturer narrative:
The company rep examined the system and checked vacuum levels in I/a (irrigation/aspiration) and all were within specification; the customer reported event could not be duplicated. The system was then tested and met product specifications. No samples were returned for evaluation and no additional info provided related to this event. For this reason, steps could not be taken to replicate or confirm the reported event. The root cause is unknown at this time. (B)(4).